Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components - reason not reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. Corrected data: after event investigation is was determined that this device was not involved in the revision, this was a tibial component only event. The event was appropriately captured and reported in mfrs: 1038671-2018-00203 & 1038671-2018-00205.

Event description:
This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00203,1038671-2018-0205.